Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system error code #23 experienced by the customer was associated with a pt side manipulator (psm), an embedded serializer set up joint (essj), and a remote arm controller (rac). The psm is an instrument arm located on the pt side cart that provides the sterile interface for the endowrist instruments. The embedded serializer for set-up joint is the printed circuit assembly (pca) inside a system arm that monitors the encoder for each of four joints and their associated backup potentiometers. The rac consists of five printed circuit assembly boards (pca) which operate together to provide control of the system arms. The system was repaired by replacing the affected psm, essj and rac. The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. System error code #23 is reported by software to denote communication faults in the low voltage differential signal carrying info about the psm. In the event of these communication issues, the system records the fault and transitions to a safe state. The components were returned to isi for failure analysis investigation. The psm registered info error code #30 messages, which is caused by the same communication issues as error code #23 at a lower threshold. This indicates the psm was the likely cause of the error code #23. It was repaired by replacing the espm board which transmits the low voltage differential signal. No trouble was found on the rac. The essj is awaiting RMA. As of may 21, 2009, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci s prostatectomy procedure, the customer experienced a system error code #23. The site attempted to restart the system multiple times, however, the system would not complete power on self test. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No pt harm was reported.